Event description:
The dealer states that the consumer has blown the bearings in the casters. She also blew the fork stem bearing on one side, the dealer also states the chair wasn't charged for 4 months and now needs new batteries.